Event description:
A customer contacted beckman coulter inc., (bec) and reported a finding of 1cc of unknown fluid on top of a tube stopper post aspiration on the coulter act diff 2 analyzer. The customer indicated that there was also an additional 5cc of unknown fluid contained on the door. The leak was contained within the unit. The operator was wearing personal protective equipment (ppe) consisting of gloves, gown and goggles at the time of the leak and during troubleshooting. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. The msds was not reviewed. There is an exposure control/risk management plan in place at the facility. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
On (B)(4) 2012, the bec customer technical specialist (cts) helped the customer to clean the probe wipe and bleach the vacuum line via the bottom port number 5 of the probe wipe to the vacuum isolation chamber (vic), resolving the leak. Following the cleaning four samples were run without further evidence of a leak. Service was not dispatched for this event. Per the act diff 2 operator's guide, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A clear root cause of this event is unknown; however, the leak was resolved after bleaching the vacuum path through the probe wipe, and cleaning the probe wipe. (B)(4).